Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent tah, bso, colposacral suspension, paravaginal cystocele repair, sling urethropexy, cystourethroscopy, repair of umbilical hernia/umbilical herniorrhaphy due to uterovaginal prolapse, cystocele, rectocele, sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh removal due to erosion and vaginal bleeding on (B)(6) 2005; and mesh excision due to mesh erosion on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).